Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 180 mg/dl and the sensor glucose was 343 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Sensor and blood glucose difference was 163 mg/dl. Insulin delivery was suspended due sensor glucose values. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration date. Also, visually found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used.